Event description:
Customer reported performing comparision tests with the freestyle meter, results were 180 mg/dl, 148 mg/dl , and 120 mg/dl. The reported freestyle comparision results differ by more than 20% and meet the manufacturer's definition of a malfunction.